Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when performing a peripheral puncture to insert a PICC, it was difficult to insert the probe into the patient's skin, resulting in the need to use a new device. No other information was provided.